Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the lead's allegation could not be confirmed. However, set screw marks were noted on the terminal pin. A tear was noted in the insulation. The helix was retracted. The lead passed electrical testing. The lead helix mechanism also functioned normally.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead was dislodged. The helix would not extend after the lead was repositioned. Additional information indicates that the dislodgement was confirmed by fluoroscopy. The pacing threshold had elevated and the sensing decreased. This rv lead was explanted and will be returned back to the laboratory. No additional adverse patient effects were reported.